Event description:
A customer contacted beckman coulter, inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument. For six days in 2008, seven (7) samples from a pt were tested for accu tni and results were in the range of 40.39ng/ml - 54.82ng/ml. A sample from this pt was tested by a different method and troponin result of "<0.010ng/ml" was obtained. The elevated accu tni results were reported out of the lab. Based on available info, a change to pt treatment was associated with this event; however, clarification of what treatment has not been provided. There was no death or injury occurred as a result of this event.

Manufacturer narrative:
Qc was in range before the event. A system check performed in 2008 was within specifications. Svc details were not supplied. No add'l info regarding this event is available. A clear root cause for this event has not been confirmed to date. A malfunction will be assumed for the purpose of this report.